Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's implant procedure on (B)(6) 2021 was abandoned due to the patient's blood pressure rising. The leads were not implanted and only the burr hole cover was implanted. The anesthesiologist attempted to bring down the blood pressure with medication. The patient was sent for CT which was clear and was doing fine since.